Manufacturer narrative:
(B)(4). Date sent: 4/15/2021 d4: batch # unk investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the pouch bag and suture were returned for analysis fully deployed and with the suture torn. Upon evaluation, the suture was noted to be attached to the bag. The bag showed body fluids and was torn at the bottom end (not at the seams). The torn portion was noted toe be stretched. The rest of the device was not returned for further analysis. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause for the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The lot/batch history review could not be conducted, as no lot or batch number was provided for the complaint device.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the bag was torn upon removal from the patient. The torn portion of the pouch did not fall into the patient. It is unknown how the procedure was completed. There were no adverse consequence to the patient.